Manufacturer narrative:
One 8f fast-cath introducer and one 8f transseptal dilator were received for evaluation. The introducer was tested for leaks using pressure and submerging the introducer in water; the valve leaked. Aspiration was detected through the side port. The hemostasis cap was removed and microscopic examination of the seal revealed damage at both ends of the manufactured slit and in the side of the seal as well as a perforation through the side wall of the seal. Review of the device history record confirmed this lot met mfg requirements prior to shipment. The root cause classification was consistent with operation context as device performance was limited de to anatomical/procedure factors. The following dates are estimated. Only the month/year is known.

Event description:
It was reported blood leaked from the valve of the sheath following transseptal puncture and insertion of a non st. Jude medical ablation catheter. Another introducer was used to complete the procedure with no consequences to the pt.